Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® sf nav bi-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis. In the middle of the procedure, the patient became slightly hypotensive. A small pericardial effusion was detected via ultrasound. Pericardiocentesis was performed and yielded an unspecified amount of volume. Only the ablation probe was in the patient¿s ventricle. It was noted that the physician was unable to determine if the effusion was secondary to catheter manipulation or ablation.